Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Tampons that were removed from her body were not complete... Only half were removed- vagina [foreign body in reproductive tract]. Suspects that half of the product has been left inside her body- tampax [device breakage]. Doubts the quality control and thinks that there is possible negligence in the brands production process [suspected product quality issue] . Cause was traced to manufacturing [manufacturing issue]. Case narrative: consumer reported via email that the tampons removed from her body were not complete. No serious injury was reported.

Event description:
Tampons that were removed from her body were not complete. Only half were removed- vagina [foreign body in reproductive tract]. Suspects that half of the product has been left inside her body- tampax [device breakage]. Doubts the quality control and thinks that there is possible negligence in the brands production process [suspected product quality issue]. Case narrative: consumer reported via email that the tampons removed from her body were not complete. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress